Event description:
A cartridge alarm 30 was reported by the customer, during the pumping process. There was no reported adverse impact on customer's blood glucose level. The caller successfully replaced the cartridge and resumed insulin therapy, resolving the issue without further complications.